Event description:
It was reported that, while changing out the customer's infusion set, she noticed that the o-ring was broken in pieces. During the incident, the customer's blood glucose levels were 160 mg/dl. The customer stated that there was a little black piece of rubber that was hanging down outside of the reservoir compartment. The customer stated that she does not know how the damage occurred. The customer was advised to discontinue the use of the insulin pump and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing the black o ring seal in reservoir tube, cracked reservoir tube window corner and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).